Manufacturer narrative:
D.9 updated as the console was returned for investigation. The investigation of automated impella controller (aic) - purge disc/flag issues has been completed. After reviewing the logs, the reported issue not being able to read the catheter purge could not be confirmed. However, there was evidence of the console having issues reading the catheters. There were numerous instances of impella defective (error reading eeprom) found. The reported occurrence date was listed as 2024.06.18 but no logs were found from that day (occurrence date was likely misreported). The automated impella controller was tested. The console was tested in the lab and was able to reproduce the eeprom reading issue. The pump was unable to be detected and a yellow impella defective prompt appeared on the consoles interface. The root cause of the consoles inability to read the catheters eeprom was determined to be caused by a defective impellatronic pca. E.1 revised frist name as it was entered incorrectly on initial manufacture device report number. H.6 code 2917 was entered incorrectly on initial manufacture device report number. A new code was added.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility biomedical department reported the automated impella controller (aic) purge disc did not read the purge cassette. The console was as not in patient use and there was no harm or injury possible.